Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implantation, driving became impossible. The consumer described lights as feeling like ¿lasers shooting at you,¿ and noted that indoor lights appeared to have cobweb-like patterns. Vision was reported as unclear. Additional information was requested, but no further information is available.